Event description:
The customer reported a leak inside the coulter® hmx hematology analyzer during startup. The volume of the leak was not specified but the customer indicated that fluid leaked onto the countertop. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event, and no injury or exposure was reported. No discrepant patient results were generated and there was no change or affect to patient results in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a disconnected sample tubing from the bsv (blood sampling valve) at the rear blood detector fitting. The fse replaced the tubing to resolve the leak and verified repair per established procedures. Failure mode is attributed to a disconnected sample tubing from the bsv at the rear blood detector fitting. (B)(4).